Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported by the patients wife that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
A patient death was reported to abbott. The cause of the patient's death is unknown. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.